Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the pacemaker exhibited backup vvi operation. The patient reported receiving a small electrocution from a unrelated domestic device a year and a half prior. The pacemaker was successfully restored. No patient consequences were reported.